Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: first time used by the account image worked for first 10 min of procedure- then image went crazy- pic . The probable root cause/s could be mainboard and wireless receiver board failure. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the image was lost during procedure. A backup monitor was obtained and the procedure was completed successfully.